Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the device and was unable to replicate the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the charge button of their device would sporadically not respond. There was patient use associated with the reported event, but the patient was not harmed.

Manufacturer narrative:
Physio-control further evaluated the customer's device, and after performing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the charge button of their device would sporadically not respond. There was patient use associated with the reported event, but the patient was not harmed.